Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(4). The provider states the controller and the joystick are giving false readings on the battery display.